Manufacturer narrative:
The device was received for evaluation. During functional testing, 'door would not closed properly causing door latch warnings and errors' was not reproduced. A review of the event history log revealed 'door latch' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the lower latch switch being in the open position when it should be closed. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump door did not close properly causing door latch warnings and errors while the pump was running during testing. There was no patient involvement. No additional information is available.